Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implantable cardioverter defibrillator revision. The patient was having discomfort with placement of the device. The device was relocated and placed under the muscle. Patient was stable before, during, and after the procedure.